Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was between 250 and 300 mg/dl with extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that the basal history did not match the active basal program. This complaint is being reported because the alleged serious health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2015-product analysis:the device was returned and evaluated by product analysis on 06/25/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box found no related issues or evidence of abnormal behavior. The pump¿s total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).